Event description:
It was reported that the programmer would not connect to the analyzer. There was also a serious programmer error message that was cleared by rebooting. There was also an issue printing to the universal serial bus (usb) printer. The programmer remains in service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.